Manufacturer narrative:
Weld at the latching spindle.

Event description:
It was reported by service report that the weld was broken on the pt right rail and it would not lock in the upright position. No pt involvement or adverse consequences are reported.